Manufacturer narrative:
This is 2 out of 2 reports. Device not returned.

Event description:
It was reported that when advancing the stent through the microcatheter, the microcatheter slipped off from the target lesion. When the physician tried to remove the stent out of the patient¿s body, the stent deployed prematurely and was left inside the microcatheter hub. The stent and microcatheter was removed from the patient¿s body and were replaced. The same issue also occurred with the second subject stent and microcatheter used; therefore, the subject stent was replaced and same microcatheter was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimension and functional testing could not be performed. The atlas stent is not intended to be retracted from the microcatheter into the introducer sheath. There is no guidance given in the direction for use (dfu) to perform this task. In addition, the dfu contains the following statement ¿withdraw the microcatheter, stent, and stent delivery wire as a unit and repeat the procedure with new devices¿. An assignable cause of user error was assigned to the as reported issues 'stent difficult/unable to pull stent back into sheath', and ¿stent deployed prematurely outside patient', as the investigation confirms that there was an act or omission of an act that resulted in a difficult medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that when advancing the stent through the microcatheter, the microcatheter slipped off from the target lesion. When the physician tried to remove the stent out of the patient¿s body, the stent deployed prematurely and was left inside the microcatheter hub. The stent and microcatheter was removed from the patient¿s body and were replaced. The same issue also occurred with the second subject stent and microcatheter used; therefore, the subject stent was replaced and same microcatheter was used to complete the procedure. No patient consequences were reported.